Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2019, a patient (pt) in (B)(6) called to report a diagnosis of left eye (os) corneal ulcer in (B)(6) 2019 while wearing acuvue® oasys® for astigmatism brand contact lenses (cl). The pt reported symptoms of redness, irritation, and dryness. The pt was prescribed an eye drop (name of the drop was unknown). The pt reported a daily wear schedule and 2-month replacement schedule. On (B)(6) 2019 the pt provided additional information: the pt reported the os ulcer healed within 15 days but continued to experience redness. The pt uses bio soak solution to disinfect the cls. On (B)(6) 2019, a call was placed to ecp office and a representative provided additional information: date of visit (B)(6) 2019: diagnosis - os ulcer corneal; prescription - vigamox (moxifloxacin) and epitegel. Date of visit (B)(6) 2019: ¿almost healed¿; prescription - cloranfenicol (chloramphenicol). Date of visit (B)(6) 2019: ¿a lot of allergy, worst in os¿; prescription - pred mild ou. No further information was provided. On (B)(6) 2019, the pt¿s medical report was received from the ecp office: the pt was experiencing ¿a lot of allergy¿ at the (B)(6) visit and the ecp did not recommend the use of cls due to the allergy. The corneal ulcer was healed. Date of visit (B)(6) 2019: diagnosis - corneal ulcer; treatment - vigamox and epitegel. Date of visit (B)(6) 2019: ¿almost healed¿, treatment - cloranfenicol. Date of visit (B)(6) 2019: ¿a lot of allergy. Worst os¿; treatment - mild os and patanol ou. No further information was provided. On (B)(6) 2019 additional information was provided by the pt: the vigamox was prescribed every 4 hours, then decreased to every 6 hours. Epitegel was prescribed once nightly. The ¿second medication¿ (unspecified) was prescribed to use every 4 hours, then tapered to every 6 hours. The pt was released to return to cl wear, but the ecp advised that the pt was having an allergic reaction and a new medication was prescribed. No additional information has been received. The suspect os cl is not available for return. The lot number is unknown. No analysis could be conducted. If any further relevant information is received, a supplemental report will be filed.